Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported problem. A philips field service engineer (fse) evaluated the system onsite, checked and reseated the cabling of the image processing pc to resolve the issue. After that, the system was returned to use in good working condition and ready for clinical use. The cause of the issue could not be determined. To date, there has been no recurrences reported by the customer. The codes were updated based on the investigation outcome.